Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal and was damaged. Engineering also observed that the septum, an internal rubber component of the seal, had been torn. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: umbilical hernia. Event description: the trocar was inserted into the patient. Half way through the case it was noticed that the clear plastic insert that site above the double duckbill was inside the patient. The entire clear component was pulled out. The case was completed with the same device. It is unknown what instrumentation was being used at the time of the incident. There was no patient injury. There are no photos available. Additional information received via email on 08feb2021 from applied team member: "please see the information below from customer about trocar incident. I saw [] in the hall this afternoon and was able to ask him about the faulty trocar. He explained that the trocar had been placed in the patient's body, surgery was being performed and they just happened by chance to see that the plastic piece was past the black rubberlike flap and was working its way out the end of the trocar. He indicated that his main concern is that it is a very small, clear plastic piece that if it had completely fallen into the patient's body no one would have noticed, and it would have been closed inside the patient's body. They were able to finish the surgery without replacing the faulty trocar." Intervention: "they were able to finish the surgery without replacing the faulty trocar." Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: umbilical hernia, event description: the trocar was inserted into the patient. Half way through the case it was noticed that the clear plastic insert that site above the double duckbill was inside the patient. The entire clear component was pulled out. The case was completed with the same device. It is unknown what instrumentation was being used at the time of the incident. There was no patient injury. There are no photos available. Additional information received via email on (B)(6) 2021 from applied team member: "please see the information below from customer about trocar incident. I saw in the hall this afternoon and was able to ask him about the faulty trocar. He explained that the trocar had been placed in the patient's body, surgery was being performed and they just happened by chance to see that the plastic piece was past the black rubberlike flap and was working its way out the end of the trocar. He indicated that his main concern is that it is a very small, clear plastic piece that if it had completely fallen into the patient's body no one would have noticed, and it would have been closed inside the patient's body. They were able to finish the surgery without replacing the faulty trocar." Intervention: "they were able to finish the surgery without replacing the faulty trocar." Patient status: no patient injury.